Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented to clinic with tea colored urine and lactate dehydrogenase (ldh) level of 2000. In addition, the pt has had multiple episodes of ventricular tachycardia (vt) that resulted in the low flow states through the pump in the past. The pt has had trouble maintaining therapeutic international normalized radio (inr) levels. The pt was placed on integrilin and heparin gtts and the urine cleared and ldg decreased. The pt was then placed on triple therapy for discharge home. No symptoms of hemolysis were present.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.